Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered five shocks for non-sustained events which ended while device was charging. The shock accelerated the rhythm to a fine ventricular fibrillation which the device could not terminate.the patient passed out at this point, fell and broke his nose. Reprogramming was done which did not correct the issue.